Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that the speed rotation was unstable. A 1.75mm rotapro was selected for use. During the procedure, the rotation speed was unstable. The procedural target speed was180,000rpm and the actual speed increased from 180,000 to 200,000rpm. The procedure was completed with another of the same device. There were no patient complications reported.